Manufacturer narrative:
Product ID: neu_unknown_lead, implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3389-40, lot# j0206639v, implanted: (B)(6) 2002, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the onset and diagnosis of infection was (B)(6) 2013. The reporter stated the patient was seen on (B)(6) 2013 and was admitted. The reporter further stated that surgical debridement and explant was on (B)(6) 2013. It was noted the perioperative antibiotics were administered. It was further noted the patient had "progressively green/purulent wound drainage" for three weeks in (B)(6) 2013. It was noted the patient did not have meningitis. It was further noted that the infection was located on the patient's scalp at the left wound/scar. It was noted that cultures were obtained and (B)(6) was cultured. It was further noted the patient was given IV antibiotics with vancomycin. It was noted the infection resolved and the patient was doing well at follow up. The reporter stated the patient had hypothyroidism and prior neck surgeries in 1999, 2000, 2001.

Event description:
It was reported that the patient presented with an infection at the surface of the burr hole cap. The culture was taken at the device pocket, but the type of the organism was not specified. It was unknown if antibiotic treatment was necessary. The location of the issue was stated to be at the lead. The lead and the extension were explanted as a result of the infection. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.